Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted. The product is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that some black threads came out with the lens when the surgeon was inserting a model pcb00 20.5 diopter intraocular lens (iol) into the patient's eye. The surgeon was able to remove the threads and there was no adverse event. Reportedly, patient is doing great at 1 day postop. Customer also indicated that the black threads looked like hair and were discarded. No further information was provided.